Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7109222 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) # (B)(4).

Event description:
It was reported that following the implant of the deep brain stimulation (dbs) system leads, a computerized tomography scan (CT scan) was performed that confirmed edema. The patient was treated with medication and recovered without any symptoms or lasting sequelae. No devices will be returned as they all remain implanted.